Event description:
A customer reported that the tubing of a solution set, non-dehp, had snapped off during an infusion of blood. The nurse was trying to shift the blue clamp and the tubing had snapped. There was patient involvement, however no adverse event had been reported with this event.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional relevant information become available, a supplemental report will be submitted.